Event description:
The pt felt a knot and protrusion near her spinal incision approximately 3 weeks after surgery. The pt had a return of symptoms. The hcp determined that the distal portion of the catheter was severed due to compression of the catheter by spinal discs. The catheter migrated up and down her spine. The event may have happened while performing physical therapy. The hcp was unable to remove the catheter due to its placement. A new catheter was implanted. The pt felt the same protrusion in her back after catheter replacement. A magnetic resonance imaging could not be read due to artifacts in the pt's spine. See MFR. Report # 6000030-2002-00774.